Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited high out-of-range right ventricular (rv) pacing lead impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services (ts) reviewed device data and there were no stored events with noise. Ts provided troubleshooting and programming options. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out-of-range right ventricular (rv) pacing lead impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services (ts) reviewed device data and there were no stored events with noise. Ts provided troubleshooting and programming options. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.